Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level over 500 mg/dl. Customer was treated with intravenous insulin, and was released from the ER 3 and a half hours later. Upon being released from the ER the customer was ¿stable¿, and customer¿s bg level was in the 200 mg/dl range. Reportedly, the pump did not function as intended. Tandem technical support performed and pump system check and the pump functioned as intended, however, the customer maintained that the pump did not function as intended. Reportedly, the customer reverted to manual injections for continued insulin therapy.